Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced repeated dexcom g7 continuous glucose monitor (cgm) signal loss events on the ilet while the dexcom app continued to receive readings, resulting in dosing stop warnings on the ilet; the device problem aligns with intermittent communication failure and involves the antenna/electrical-magnetic communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem identified between the ilet and the dexcom g7, consistent with intermittent communication failure traced to the antenna/electrical-magnetic communication path. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.